Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a consumer via a company representative regarding a patient who was receiving bupivacaine 15 mg/ml; 3.549 mg/day and dilaudid 15 mg/ml; 3.549 mg/day via an implantable pump. The date of the event was (B)(6) 2016. It was reported the patient experienced an overdose episode (approximately) two weeks after a pump refill was conducted. The patient had a refill conducted under direct fluoroscopic guidance to ensure proper placement in the pump reservoir. On (B)(6) 2016 the patient experienced overdose symptoms noted as itching, lethargy, warmness in back. The patient went to the emergency room with chief complaint of numbness in both legs with "warm sensation in back", extreme itching, and somnolence. The patient stated that she did have two falls but none resulting in a direct hit to the pump area. The pump had inaccurate refill measurements. The pump had a volume discrepancy with the actual residual volume (arv) of 3 ml less than the expected residual volume (erv). The clinic reported that there were two (2) episodes of pump refill discrepancies when recording expected reservoir volume at time of refill. The clinic nurse reported that at each refill the pump was off by 4-5cc of what the expected volume should have been. The clinic decided to refill the pump with 20cc 0.9% pf normal saline and kept the daily rate set to 3.549 mg/ml on (B)(6) 2016 and scheduled the patient for replacement. The patient arrived in the op surgery and stated she believed her pain pump was giving her too much medication and caused her to go to the emergency department for a possible overdose. The patient had the pump for over three years and has been on pain pumps for ten years. At the time of explant, the pump was interrogated and it showed to have 14.1 ml in the reservoir volume. However, when the pump was removed and the reservoir was aspirated, there was only 0.5ml of normal saline in the reservoir. At the time of pump replacement, the existing 8709 catheter system was inspected at the pump connection site for any signs of damage. Three to four cc of cerebrospinal fluid (csf) was easily aspirated from the catheter so the managing physician decided to leave the existing catheter in place. The pump was replaced on (B)(6) 2017 due to the healthcare provider¿s concern of over infusion because of the volume discrepancy and overdose symptoms. Patient status was alive - no injury. The issue was resolved. The pump will be returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.